Event description:
Information received indicates the device was removed due to non-structural dysfunction related to pannus over-growth. The product was replaced with no additional pt complication reported.